Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update as per medical records received oct-16-2023: "she had a tha done in 2004 in tracy. This subsequently had issues with instability and was revised with a head and liner exchange in 2010."

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a metal head was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the patient had a tha in 2004 and a revision of the head and liner for instability in 2010. No records of these events were provided for review. No radiographs were provided for review. The patient had pain and reported increased metal levels and underwent revision of the acetabulum with bone grafting and of the femoral head to a ceramic on poly construct. No radiographs, pre or postoperative records were provided for review. Event confirmation: a revision surgery on (B)(6) 2018 can be confirmed with revision of the acetabular components. Some corrosion products were noted at the time of surgery, but the taper was intact. Increased metal levels and a prior revision in 2004 cannot be confirmed. Root cause: the root cause of the 2018 revision was reported as increased metal levels and pain from corrosion at the trunnion. But these findings cannot be confirmed without additional medical record, thus a root cause cannot be ascertained." Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to excessive levels of chromium and cobalt in his blood. "The patient had a tha in 2004 and a revision of the head and liner for instability in 2010. No records of these events were provided for review. No radiographs were provided for review. The patient had pain and reported increased metal levels and underwent revision of the acetabulum with bone grafting and of the femoral head to a ceramic on poly construct. No radiographs, pre or postoperative records were provided for review. Event confirmation: a revision surgery on (B)(6) 2018 can be confirmed with revision of the acetabular components. Some corrosion products were noted at the time of surgery, but the taper was intact. Increased metal levels and a prior revision in 2004 cannot be confirmed. Root cause: the root cause of the 2018 revision was reported as increased metal levels and pain from corrosion at the trunnion. But these findings cannot be confirmed without additional medical record, thus a root cause cannot be ascertained." The subject device has been identified to be within scope. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.